Manufacturer narrative:
Work order search: no similar complaint type events were reported for units within the same lot. (B)(4).

Event description:
The reporter indicated that the surgeon attempted to implant a cc4204a, +23.0 diopter, intraocular lens in the patient's eye on (B)(6) 2018. It was reported that the plunger would not work as it would not advance. There was no patient contact with the device. Another staar lens was implanted. No other additional information was provided.

Manufacturer narrative:
Device evaluation: product evaluation found no lens returned and two delivery systems. The first delivery system was found to have residue on product. Visual inspection found cartridge tip damaged and residue on device. The second delivery system was found returned in the lens box. Visual inspection found the plunger broken, the plunger tip damaged/stuck in cartridge and residue on the device. Claim# (B)(4).